Event description:
While infusing blood they were getting air bubbles in the extension tubing. Upon examination they found that the stopcock was cracked. "It is unknown how long the device was on thepatient or what had been run thru it previously." No patient injury or treatment associated with this event.